Event description:
The user facility reports incident of a cracked medication injection port. Staff was not able to return the patient's blood in the extracorporeal circuit resulting in ebl = 250cc. No pt injury or need for medical intervention is reported.